Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient recovered from the procedure with no problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.